Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call damage on the insulin pump. Customer's blood glucose level was 137 mg/dl. Customer tried to replace the battery on the insulin pump and it still does not work. Customer advised the device fell on the ground and began to vibrate. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a frozen screen on the full segment display and a constant vibration due to a shorted/burned electronic assembly. A burned motor flex cable was noted during visual inspection. Unable to perform functional testing due to a frozen screen. The pump was also received with minor scratches on the lcd window, a cracked reservoir tube lip, cracked battery tube threads, and a burn mark on keypad overlay.